Manufacturer narrative:
Product analysis: at analysis it was determined that the two returned styluses were inoperative. It was noted that the power cord bay assembly cover was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for unspecified repair. It was noted that a diagnostic was required for the equipment. There was no patient involvement. It was further reported that the programmer stylus subsequently tested out of specification during manufacturer's analysis.